Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-mar-2025, the manufacturer was notified that the user was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2025 due to prolonged hyperglycemia (bg >400 mg/dl). The user was admitted and treated with intravenous insulin. The user plans to meet with a product trainer for additional training before reconnecting the ilet.